Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Patient's partner stating "seroma was diagnosed as per 3 ultrasounds and MRI. Nothing malignant. No rupture confirmed via diagnostics nor upon explantation." Device has been explanted.